Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Event: description concomitant medical products: device return this is a preliminary investigation; additional information will be provided in the final report. Manufacturing site evaluation: the instruments were not yet returned to the manufacturer, they were currently being evaluated locally. Due to the circumstance that this is a preliminary report, it will be updated when we receive an investigation report or the product for further investigations. Failure investigation: no product at hand; no pictures provided. Batch history review - the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause - no product available and it is hardly possible to determine an exact conclusion or root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is likely usage related. Rationale - according to the quality standard and DHR files a material defect and production error can be excluded. Without the product we cannot determine the exact cause. If further investigations are required, the product should be provided for examination.

Event description:
Clarification was provided: during a cholecystectomy, the devices malfunctioned. Different (standard) instruments were used instead to complete the procedure and there was a short delay.

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the products. No visible damage or deviation could be found. Additionally a function test shows also no deviation. Furthermore the instrument was send to the production department for further investigation. Based on the analysis report: no error can be detected on the production side. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Associated medwatch report: 9610612-2019-00165 (400421113 po961r). 9610612-2019-00166 (400421114 po961r). According to the quality standard and device history records a production error and a material defect can be excluded. The investigation was done by quality and manufacturing. There are still on going evaluated activities with design and development. We will send an supplemental report if additional information are available.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the surgeon reported that the device is not grasping the tissue. The tissue is slipping out of the jaws of the device." There was a 5 minute delay in surgery. No harm to the patient reported. Additional patient outcome and medical intervention information has been requested. When the additional information is received a follow up report will be submitted. All med watch submissions related to this patient are: 9610612-2019-00166.